Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse unable to connect a disconnect y- set with a transfer set using a uv flash machine. When the nurse opened up the uv flash machine, they found that the two devices were not connected and the spike of the transfer set was stuck into the patient line connector of the disconnect y-set. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a damaged (oval) molded port. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. During uv/jic set connection using the uv flash machine, the oval port rolled at connection. No other issues were noted during functional testing. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.